Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 9114 mg/dl with vomiting, nausea, exhaustion, and extreme thirst. The reporter noted the patient was hospitalized and treated with intravenous fluids, insulin via the pump, and other unspecified treatment; they remained on pump therapy. Animas does not manufacture the device, therefore, no regulatory report is required. Animas will forward the complaint to the relevant manufacturer. During troubleshooting, it was reported that the pump's basal history was appropriate for the programmed basal rates; the pump was calculating recommended bolus totals correctly. It was reported the total daily dose basal history did not match the active basal program settings due to a known and expected causes: customer suspended pump function; customer made changes to basal program. Further troubleshooting for bolus delivery could not be completed. This complaint is being reported because a device malfunction or use error could not be ruled out as a cause or contributor to the reported health event.